Event description:
It was reported that this brady lead was not successfully implanted at the left bundle branch due to physician was dissatisfied with the pacing threshold. When physician removed the lead, the helix was difficult to extend and retract the lead even after tissue was cleared. A new lead was implanted. No adverse patient effects were reported.